Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20045312. D.4. Medical device expiration date: 04/03/2023. D.10 device available for eval yes. D.10 returned to manufacturer on: 07/06/2020. H.4. Device manufacture date:04/03/2020. Investigation conclusion it was reported the tubing has an issue with flushing (occlusion). Received from the customer is one used standalone smartsite connector model 2000e, lot 20045312. The smartsite was visually inspected for cracks, deformations or other damages to the component. No anomalies were observed with the received smartsite during visual inspection. Functional testing was performed by filling a lab syringe with blue dye water and flushing fluid through the smartsite via flush. Fluid flowed throughout the smartsite with no difficulties or occlusions occurring. A device history record for model 2000e, with lot number 20045312, was performed. The search showed that a total of (B)(4), units in 1 lot number were built on 03apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter: material no: 2000e, batch no (lot no): (10) 20045446 . It was reported the tubing has an issue with flushing (occlusion). Customer in preop alerted me today that she¿s been having trouble with the int caps. You cannot flush fluid through them. She said she¿s had a couple of others this week and the one she tried to use today did it as well. I tried myself and ended up being able to flush through it but I had to push super hard on it to get it to work, it definitely wasn¿t acting right.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter: material no: 2000e batch no (lot no): (10) 20045446 . It was reported the tubing has an issue with flushing (occlusion). Customer in preop alerted me today that she¿s been having trouble with the int caps. You cannot flush fluid through them. She said she¿s had a couple of others this week and the one she tried to use today did it as well. I tried myself and ended up being able to flush through it but I had to push super hard on it to get it to work, it definitely wasn¿t acting right.